Manufacturer narrative:
The suspect device was returned to olympus for evaluation. During inspection and testing, no image appeared due to noise caused by the disconnection of the image sensor cable. In addition, service found the following: the insertion section and connector were damaged due to physical stress, the cord and adhesive on the distal end were deteriorated due to chemical and/or physical stress, the control section was damaged due to handling, and there were visible irregularities in the appearance of the boot caused by physical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was image distortion on the subject device. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, noise was observed, which resulted in no image to appear. This report is being submitted for the malfunction found during evaluation (no image). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 19-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed from the suggested event that the defect of image sensor unit or failure of internal board of video connector unit or the system caused the event. Olympus will continue to monitor field performance for this device.